Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated the guidewire was broken. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the guidewire indicated damage during use. The analyst noted the guidewire was returned with the lead. It broke in two pieces. The distal end of the guidewire was found stuck in the lead distal end. According to the analysis finding, it is likely that the guidewire was kinked at the lead distal end, and obstruction was occurred. Then guidewire was breaking when trying to pull a kink wire out of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire was replaced during the implant procedure when removal difficulty was encountered with the left ventricular (lv) lead. The guidewire was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.